Event description:
It was reported, "the vent stopped on patient without alarms. Unit had power supply problem early in the week (power supply replaced by prop) working properly, charging, green power light etc. On saturday, parents found patient blue; bagged and no apparent deficits. Additional information provided, indicated the problem occurred while connected to patient. Client reported that ventilator alarmed and then ceases to alarm without interaction. The next day, ventilator was plugged into ac charger overnite until 11:30 a.m. Mother step out from his room and came back to find client's lips were blue and his chest was not moving (breathing) and ventilator was not operating. Client was placed on bagging unit. Family members were within ear range and no one heard an alarm. Three days later, rt and biomed went to home. The unit was not being used. Biomed plugged unit into ac receptacle. Unit operated intermittently. "The following day, unit taken to lab and did further investigation. We (bcits) found the pigtail cable on the machine was interrupting the operation of the machine and subsequently the alarm. The internal battery does not respond to a charge possible due to intermittent cable". The inop alarm may have sounded. No allegation of vent malfunction causing patient harm.